Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to move the universal surgical manipulator (usm) arms on the patient side cart (psc) from both surgeon side consoles (sscs). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found error 282 in the logs pointing to usm 3 and 4. Tse had site reset sterile adapter (sa) and instruments from all usm arms, reboot the system, reset and clean blue fiber cables (bfcs), but the issue was not resolved. Tse advised the customer to change sa, but the customer stated that it was not possible. The surgeon elected to convert the procedure to laparoscopic surgery with a delay of 15 to 30 minutes. There was no reported injury. Intuitive followed up and obtained additional information. The conversion did not result in increasing the port size incision, did not require additional ports. There was no patient injury due to the conversion per distributor's information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the difficulty moving the arms. The master tool manipulator (mtm) was removed to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto a patient fixture test platform (pftp) system where all test passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. As a result of these findings, failure analysis was able to conclude that the calibration is consistent with the reported event and is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.